Event description:
It was reported to boston scientific corporation in 2008, that a radial jaw 4 single use biopsy forceps was used during an egd with biopsy procedure on a week earlier. According to the complainant, during a post procedure call the next day, "the patient was feeling weak and dizzy and had experienced black bowel movement." It was further reported that the patient was hospitalized, another egd performed, and it was found that the biopsy site was still bleeding; the bleed site was cauterized. The patient was transfused with 2 units of blood, then discharged on three days prior to original date.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008, 15-month radial jaw 4-biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.